Event description:
It was reported that the right atrial lead was not implanted because the helix springs out too rapidly. The procedure was completed using another lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.